Event description:
It was reported that the customer had blood glucose levels in the 50's mg/dl in the last 2 nights. Customer does not know why. Customer's blood glucose level and sensor glucose readings were not matching. Customer is on prednisone and was running high after dinner. Customer gave himself an extra bolus of insulin that he did not need based on his bolus wizard settings. Customer was advised to upload to carelink. Customer's reports were reviewed and customer was advised to monitor her blood glucose levels and insulin intake. No other assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.